Event description:
A nurse reported to baxter an issue of misassembled uv transfer set found before use. The nurse reported that the tip protector for uv transfer set was separated from the spike before customer use. There was no patient injury or medical intervention was reported. There was no patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. Since the lot number is unknown, no batch review will be performed. The reported issue was not confirmed.